Manufacturer narrative:
A medtronic representative tested the equipment. The system¿s x-stage cover was replaced, thus resolving the issue. The x-stage cover was discarded, so it was not returned for analysis. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a damaged x-stage cover on the imaging system. There was no patient present when this issue was observed.